Manufacturer narrative:
Results: the indigo system aspiration catheter 8 (cat8) was kinked approximately 67.0 cm from the hub. Conclusion: evaluation of the returned cat8 revealed a single kink along the length of the catheter. This damage was likely a result of forceful retraction from the packaging tube at extreme angles. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
During preparation for a thrombectomy procedure, the physician noticed a kink in the indigo system aspiration catheter 8 (cat8) upon removal from the packaging. The damage to the cat8 was found prior to use, and therefore was not used in the procedure. The procedure was completed using a new cat8.